Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was blood pooling in the stopper well, thus resulting in leakage. The issue occurred (B)(4) times over a 3 month period. There was no report of impact on the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot#: 4022532. D4. Medical device expiration date: 05/31/2025. H4. Device manufacture date: 01/22/2024. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: lot # 4022532: bd did not receive samples or photos from the customer in support of this complaint. 10 retained tubes were drawn with water, using bd multi-sample needles and bd single-use holders. Tubes drew satisfactorily, and no droplets of water were visible in the stopper wells. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Unknown lot #: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.